Event description:
It was reported that the lead dislodged and when trying to reposition the helix would not retract. The lead was explanted and replaced. Upon removal from the body, there appeared to be something in the helix. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however the outer insulation was breached cut and had a cosmetic depression, there was apparent explant damage, and there was blood on the helix mechanism and blood/body fluid on the distal conductor (not obstructed); full lead returned and analyzed.